Manufacturer narrative:
It was claimed by a customer that the sparks were coming from the power cord when the bed was plugged in. There was no indication regarding patient involvement. No injury was claimed. The bed was inspected and no signs of short circuit were found, the device was functioning as intended. Since there was no malfunction of any electrical component determined during the evaluation, the complained symptom cannot be confirmed. The IFU for citadel bed (830.213-en) includes the following information which describes the preventive maintenance procedure regarding electrical components: ¿visually check power supply cord and mains plug.¿ this procedure has to be done weekly. If the result of this test is unsatisfactory, contact arjo or an arjo-approved service agent. Based on the investigation findings, the customer¿s allegation regarding sparking from the power cord could not be confirmed. Arjo device did not fail to meet its performance specification since there was no malfunction of any electrical component determined during the device evaluation. The complaint decided to be reportable due to allegation that power cord was sparking.

Event description:
It was claimed by a customer that the bed had an inflating issue, the unit was very loud and the sparks were coming from the power cord when the bed was plugged in. There was no indication regarding patient involvement. No injury was claimed. The device was swapped and tested. No issue with the device was found.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.